Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion breaching the ring electrode/sensing lumen was noted at 20.8cm to 21.0cm from the connector end. The etfe (blue) coating was intact at the same location.